Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient received treatment on (B)(6) 2019. The doctors contacted the manufacturer representative on that day and adjusted the pressure according to their requirements. After the pressure adjustment, the doctor recommended to adapt for a period of time, and then contact if there was a problem. The product had no malfunction, and the product was in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that around (B)(6) 2014, the patient was implanted with a pressure regulating shunt due to hydrocephalus. In (B)(6) 2019, the patient began to have dizziness, headache, and vomiting. The patient went to the nearest hospital for CT examination. The neurosurgeon said that the shunt was excessive, and it was recommended to have the pressure regulated.